Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump had a display anomaly. It had gone grainy then became white and had vibrated. The customer¿s blood glucose level was 16 mmol/l. The insulin pump had not been dropped. They were advised to discontinue use of the device and revert to a back-up plan. They were advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with steady white light display with vibration due to moisture damage electronic assembly on the electronic board. We were unable to verify missing segments or partial display due to steady white display. No crack lcd glass or controller noted. The device had minor scratches on lcd window.